Event description:
It was reported that when device was used during a hemorrhoidectomy, the device did not cut and did not staple. Another device was used to complete the case. There was no consequence to the pt.